Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect(s) of myocardial infarction, thrombosis and ischemia are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The multilink vision stent is being filed under a separate medwatch report #. The additional adverse patient effect of death is being filed under a separate medwatch report #. Literature attachment titled: ¿everolimus-eluting stent versus bare-metal stent in st-segment elevation myocardial infarction (examination): 1 year results of a randomised controlled trial". (B)(4).

Event description:
Details are listed in the attached article, titled ¿everolimus-eluting stent versus bare-metal stent in st-segment elevation myocardial infarction (examination): 1 year results of a randomised controlled trial". It was reported through a research article identifying xience v drug-eluting stents and multilink vision bare metal stents that may be related to the following: myocardial infarction, stent thrombosis, ischemia, bleeding, revascularization, and death. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.